Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned for the reported issue of ¿tip damage happened and hard to push in to vein while inserting¿ with lot number 9145936 regarding item # 391591 the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 9145936 until lot release. The retention samples of 9145936 were retested for the catheter blunt tip verification test on latex sheet drum tests and instron in reference to the sop number q-ps-019-35 assembled venflon & venflon I inspection and testing which showed no evidence of cannula tip damage. Tests performed on five retentions samples showed that all the catheter tip blunt tests were within conformance to bd specs. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that 50 venflon I 22ga 0.8 mm x 25mm experienced catheter tip damage/deformation/defective which was noted during use. The following information was provided by the initial reporter: during usage of venflon I 22g,end user noticed tip damage happened and hard to push in to vein while inserting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 50 venflon I 22ga 0.8 mm x 25mm experienced catheter tip damage/deformation/defective which was noted during use. The following information was provided by the initial reporter: during usage of venflon I 22g,end user noticed tip damage happened and hard to push in to vein while inserting.